Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for draining assistance on a homechoice (hc) machine during fill one, it was reported that a home patient (hp) had a drain that meets criteria for increase intra-peritoneal volume (iipv). The hp had started over with new supplies for an unknown reason and needed to drain, since they ended the previous therapy prior to starting drain one. The hp drained 17ml in initial drain and had already filled with 180ml from the new therapy at the time of the call. The technical service representative (tsr) assisted the hp to drain. The hp drained 3559ml and had the largest prescribed fill volume of 2000ml. The hp did not report any symptoms. After draining, the tsr assisted the hp to end therapy. The caregiver (cg) was confident that there were no issues with the hc device and felt comfortable using it. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.